Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what do you mean by "the sutures were falling apart"? - did the sutures break intra-op? Please confirm the specific number of patient events / procedures? Have any of these events/procedures been previously reported to ethicon? If yes, please provide complaint file number/ affiliate number. For each patient event/procedure please provide additional complaint details: event description; event occurrence; product code and lot number; event date; procedure name. Patient consequences/ae report if any? Any medical/surgical intervention or treatment provided to patient post-op? Total qty of sutures involved? After going to retrieve the paperwork and the sutures this morning to finish the case questions, we noticed that the biohazard bag had been discarded and sent out. We no longer have the defective sutures on hand.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was falling apart. It is unknown how the case was completed. It is unknown if there were any adverse consequences to the patient. Additional information was requested.